Manufacturer narrative:
The temperature controller software is used by the analyzer to monitor all instrument temperatures. The instrument generated a pro service trigger for a temperature control error. During troubleshooting with a customer technical service (cts) it was noticed that the instrument temperature controller software had stopped working. Cts had the customer reboot the instrument and it was observed that the temperature controller software restarted and operated as expected. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with cts. This issue is currently being investigated by software.

Event description:
...

Event description:
A customer reported to beckman coulter inc., that temperature controller stopped functioning on their unicel dxl 600 access immunoassay system. It is unknown at this time if there were any erroneous results generated in connection with this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4).